Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. Next, they functionally tested the steering mechanisms of the catheter and found them to function properly. Then, the catheter was electrically examined and no shorts or opens were found. Finally, they tested the catheter for signal noise by connecting it to a known good system. A test ablation was performed, and any signal noise present was found to be typical and within specifications. With all available information the complaint could not be confirmed as the reported failure was not able to be reproduced and the device presented with no issues.

Event description:
It was reported that during a procedure using a intellanav stablepoint open-irrigated catheter they experienced noise and a lack of a signal. There was noise and then no signal when the catheter was introduced into the left atrium. They checked the area with a mapping and diagnostic catheter, confirming signals were present with those catheters, and then withdrew the ablation catheter. They checked the connections, however, they the problem continued. They were ultimately unable to solve the problem. They decided to stop the procedure and reschedule it for a later date. There were no patient complications. The stablepoint catheter has been returned for analysis.

Event description:
It was reported that during a procedure using a intellanav stablepoint open-irrigated catheter they experienced noise and a lack of a signal. There was noise and then no signal when the catheter was introduced into the left atrium. They checked the area with a mapping and diagnostic catheter, confirming signals were present with those catheters, and then withdrew the ablation catheter. They checked the connections, however, the problem continued. They were ultimately unable to solve the problem. They decided to stop the procedure and reschedule it for a later date. There were no patient complications. The stablepoint catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.